Event description:
Procedure type: urological/gynecological. According to the reporter: the pt underwent a procedure for treatment of pelvic organ prolapse and other symptoms. The pt suffered pain and injury and will likely undergo corrective surgery.

Manufacturer narrative:
(B)(4).